Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2000 ohms. A lead fracture is suspected and a revision procedure will be performed in the near future. No adverse patient effects were reported.

Event description:
Additional information indicated a revision procedure was performed. The lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.